Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with an implanted pacemaker system presented to the emergency room (ER) with what looked like pulseless electrical activity (pea) and was placed on a ventilator. Boston scientific technical services (ts) reviewed device data and explained to the physician that the most recent stored episodes on the pacemaker device, besides regular right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) test episodes, is a pacemaker-mediated tachycardia (pmt) episode from shortly after 12pm on the day that the patient presented to the ER. It was noted that the patient presented to the ER around 5pm. Ts discussed that ventricular tachycardia (vt) detection on the pacemaker device is programmed to 160 beats per minute so a slow vt rhythm would not be stored as an episode by the device and ventricular sensitivity is programmed such that a very fine ventricular fibrillation rhythm may not be stored as an episode by the device. Subsequent information from a boston scientific representative indicates neither they nor the cardiology department was contacted and no one on the cardiology team knows about the patient. The patient was noted to no longer be in the hospital. The device remains in-service. No additional adverse patient effects were reported.